Event description:
It was reported that the nurse stated that the screen on their arctic sun device kept going black off and on. The screen was not staying on. Confirmed device was plugged into a wall outlet. Suggested they could try rebooting the device. Otherwise, they recommend sending this device to biomed and swapping to a new machine. Nurse would swap machines and have biomed look at it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the screen on their arctic sun device kept going black off and on. The screen was not staying on. Confirmed device was plugged into a wall outlet. Suggested they could try rebooting the device. Otherwise, they recommend sending this device to biomed and swapping to a new machine. Nurse would swap machines and have biomed look at it.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Confirmed device was plugged into a wall outlet. Suggested they could try rebooting the device. Otherwise, they recommend sending this device to biomed and swapping to a new machine. Nurse would swap machines and have biomed look at it. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.